Event description:
The customer reported that when trying to do 50/150/200 joule tests, he can do the first two, but then the unit shuts off.

Manufacturer narrative:
The customer reported that when trying to do 50/150/200 joule tests, he can do the first two, but then the unit shuts off. Philips evaluated the unit, and the reported failure was verified. Replacement of the energy select switch resolved the issue.